Manufacturer narrative:
Patient information was refused to be provided by the site. Correction: in the initial report it was stated that "the said is cutting out". This should state "the camera is cutting out". The damaged cable was returned to the manufacturer for analysis. Analysis found that there was a small cut in the cable jacket. Analysis found that the reported event was related to mechanical damage to the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated, but the representative found a damaged external camera cable.. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: cable 9733575 ext scu to r/a psu. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the said is cutting out or will not see the reference frame or any instruments. The site had to reboot the system to resolve the issue. There was a less than 1-hour delay to the procedure and no impact on patient outcome.